Event description:
Reportable based on analysis completed on 10-mar-2015. It was reported that a shaft kink occurred. The proximal shaft of this 3.00x32mm promus element¿ drug-eluting stent was noted to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break in the hypotube shaft 989mm proximal from the mid-shaft bond as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).